Event description:
Additional information was received which reported that the cuspal overlap technique was not used. The nosecone of the dcs was not c entered, it was on the outer curvature. The nosecone not being centered caused the valve to dislodge. Of note, the patient had tortuous anatomy, which contributed.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: h6 conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were provided and upon review it was observed that an evolut bioprosthetic valve was implanted into a surgical valve of unknown type and size at an appropriate depth. The media files showed that during removal of the delivery catheter system, the nose cone interacted with the inflow of the valve which resulted in aortic dislodgement. The dislodged valve was left in the ascending aorta and a second valve was implanted. The reported event indicates that during implant of this transcatheter bioprosthetic valve into a patient with a non-medtronic surgical valve, the valve was successfully released from the dcs. The nose cone pulled the valve into the ascending aorta. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was noted that the nosecone of the dcs was not centered, it was on the outer curvature. The nosecone not being centered caused the valve to dislodge. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut r transcatheter aortic valve product ID evolutr-26 serial/lot (B)(6) use by date 2024-10-01 UDI (B)(4). Continuation of d10: brand name enveo pro loading system; product ID l-envpro-14 (lot: 0011758125); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a non-medtronic surgical valve, the valve was successfully released from the delivery catheter system (dcs). The nose cone pulled the valve into the ascending aorta. Subsequently a second valve was implanted deeper with good result. No additional adverse patient effects were reported.